Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of compression due to cage. It was a revision surgery. Reason for revision is cage backed out after initial surgery done on (B)(6) 2020. There was pain due to the back-out of the cage. The removal operation was performed. There was no delay in overall procedure time.